Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-00892. It was reported the ipg failed to established communication with external devices and in addition was unable to be placed in MRI mode. The ipg was deemed inoperable. Patient lost therapy. As a result, the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected data: b5 and device problem code corrected to include fracture information that was inadvertently left off the initial report.

Event description:
The patients lead was explanted and replaced due to a fracture preventing MRI mode.